Event description:
It was observed during service and repair pre-testing, that the attachment was discovered to have a "high temperature and loctite failure." The event was not related to surgery. There were no injuries or medical intervention associated with this event. There were no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual attachment device has been returned. (B)(4) evaluated the device and the reported conditions of high temperature and loctite failure discovered during pre-testing were confirmed. Findings revealed that this event was due to immersion during cleaning. If additional information should become available, a supplemental report will be sent accordingly.